Manufacturer narrative:
For the reported malfunction, lot number was not provided. The sample was not returned for evaluation. The investigation is inconclusive. A root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq7594.pta balloon dilatation catheter allegedly experienced deflation issue, and retraction problem. This report was received from a single source. This malfunction did involve patient with no reported patient injury. Age, weight, and gender were not provided for the patient.